Event description:
A supplemental report is being submitted due to completion of the investigation on 17 dec 2024

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2187394 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25th sept 2024. On evaluation of the device, the following was observed: visual inspection: protective tubing returned in place. Red safety tab returned in place. Directional button in the deploy position. Red marker on the 21st dimple (past ponr). Safety wire returned in place. Stent returned in delivery system (undeployed). Functional inspection: handle actuating fine for deployment and recapture. Outer sheath not moving when actuating the handle. Handle opened, all cogs intact. Flexor observed to be separated from the shuttle cap. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from the handle.¿ ¿assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. A high deployment force caused the sheath tube to separate from the shuttle cap, the cause of which might be a tight stricture. The length and diameter of the stricture was not provided with the complaint report however it is known that the stricture was not dilated before stent placement. It is possible that pressure from a tight stricture resulted in high deployment force, which led to the sheath tube separating from the shuttle cap, as a result of this the stent could not be deployed. A second possible root cause could be attributed to the safety wire not being removed on time. During the device evaluation, it was observed that the red marker was on the 21st dimple which is past the point of no return and the safety wire was returned in place. If the safety wire was not removed this could lead to a build up of pressure during attempted deployment which could lead to the sheath tube separating from the shuttle cap, as a result the stent could not be deployed. It was queried with the customer if deployment stopped before or after the point of no return however they could not remember, they think it was before. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"One consignment stent didn't deploy yesterday". Stent stopped deploying half way through deployment. Trigger failed to work. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) half way through deployment 2. What endoscope type and channel size was used? Pentax duodenoscope 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? Bsc jag wire 0.035¿ 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, partially deployed. 6. How long was the stent in the patient by the time this complaint occurred? 30 seconds approx 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Na stricture information: 1. What was the length and diameter of the stricture? Not given 2. Where was the stricture located in the body? Mid cbd 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, none reported 2. Was resistance felt during insertion into patient? If yes, at what point? Normal amount questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. Was the directional button pressed during use? No 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Na 2. Did the stent open sufficiently to allow withdrawal of introducer safely? Na 3. Was the safety wire fully removed before removing the delivery system? Na 4. Did any part of the product snag/get caught with the stent when removing the delivery system? Na 5. Are images of the device or procedure available? No questions related to during stent repositioning/removal 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ na 2. Was the lasso (suture) loop used during repositioning / removal? Na